Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient's mother contacted lifescan (lfs) and alleged their one touch ultra ping meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the reporter that at on (B)(6) 2015 at 7pm, the patient observed the meter would not turn on intermediately. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of "shaky" 3 days after the product issue first began. The reporter alleged the patient self-treated with food and/or drink on (B)(6) 2015 between 1.30 -2pm. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did turn on with the power button and the correct test strips were being used. The cca resolved the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.